Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding this issue (closed as not confirmed after analysis as no samples were received). We manufactured and distributed in the market 180 units of this code-batch. There are no units in our stock. We have received 27 closed samples to analyze this complaint. We have tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep): 5 units analyzed had values below the minimum required. In addition, one of the closed samples received had the needle already detached from the thread before opening the package. This is probably due to excessive strength applied in the manufacturing process to attach the thread to the needle in these defective units, causing the thread was damaged and under tension, making the attachment area weak and causing the needle detachment. Reviewed the batch manufacturing record of this product, there are no incidences reported regarding this issue and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. On the other hand, there is an improvement project to avoid this kind of incidences in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the needle-thread connection was weak and breaks off during procedure. The type of surgery in stomatology was sinus lift. After sinus lift while placing the sutures, the thread detached from the needle. Additional information has not been provided.